Event description:
It was reported that during an l.g procedure, the jaws can't be closed normally and tightly. Unk how the case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Eval summary: the device was returned in good visual condition. No functional test could be performed, as the clamp arm did not close. The device was disassembled to verify the condition of the internal components and it was noted that the rotation knob was broken at the pin hole interface, not allowing the clamp arm to properly open and close. In addition, the damage to the rotation knob affected the interface between the handpiece and the device. This could have resulted in an error code or solid tone. No conclusion could be reached as to what caused the damaged rotation knob pin hole. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.